Manufacturer narrative:
The olympus service center found in addition to b5, the grip has a scratch, the electrical connector has corrosion due to water leakage, due to a crack on the distal end, water tightness is lost, due to deformation of the knob wire, the forceps lever makes noise when moved, due to damage on the pipe protecting the forceps elevator wire, the forceps lever makes noise when moved, due to wear of angle wire, the play of the up/down knob is out of the standard value, the connecting tube and universal cord has a scratch, the adhesive around objective lens has wear, water tightness of forceps elevator is lost and there is corrosion around the forceps elevator. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and was not on the external surface of the device causing the material not to be removed by reprocessing. It is likely that the light guide lens glue peeled off due to physical stress by hitting/dropping the distal end and/or chemical stress by chemical solutions. Then humidity invaded the light guide lens which led to corrosion. However, the specific root cause could not be determined at this time. The suggested event is detectable by handling the device in accordance with the instructions for use (IFU), evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the evis exera ii duodenovideoscope. Upon inspection and testing of the customer returned device, the light guide lens was dirty. This report is being submitted for the malfunction found during evaluation.